Manufacturer narrative:
Lot numbers of the devices and quantity: 20440356 x1. 21505716 x1. One investigation was completed during the reporting period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the device and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 2 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: one investigation was completed during the reporting period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) was performed and showed that the device and its components met all specifications prior to being released. No product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.